Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase of treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made any sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained unchanged. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. During an internal visual inspection of the returned cycler there were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.